Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product was hospitalized following appropriate shock therapy. Interrogation revealed that the right ventricular (rv) pacing impedances have been out-of-range for the past year. An x-ray was obtained and noted that the rv lead appears withdrawn. A copy of the device's memory was preserved and submitted to boston scientific technical services (ts) for guidance and troubleshooting. Ts suspects lead encapsulation and recommended monitoring the patient. The patient is not pacemaker dependent and there were no adverse patient effects were reported. The product remains in service.